Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation was due to a rupture. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported right side rupture. The device was explanted.

Manufacturer narrative:
Visual analysis of the returned device identified a broken shell, underweight device, stress marks, and brown particles. A microscopic analysis was performed which identified a sharp edge with non-penetrating nicks assessed as a surgical impact opening. A dimension measurement in the shell was performed which identified the thickness within specification. Based on the device analysis, the final assessment is a sharp edge opening with non-penetrating nicks due to a surgical impact, and non-penetrating nicks.

Event description:
Healthcare professional reported right side rupture. The device was explanted.